Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported working with their hcp and coming up with a good plan. Troubleshooting and outcome remain unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va00ggm, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
The consumer reported the device was no working quite right. Since having a hip replacement 7 weeks ago in (B)(6) 2015, the patient had a return of urinary symptoms. The healthcare provider (hcp) reportedly hit the implantable neurostimulator with the needle which caused her pain. An appointment was scheduled for (B)(6) 2015. Troubleshooting, actions, and outcome remain unknown. Follow up was conducted to obtain additional information. The indication for use included gastrointestinal/pelvic floor.